Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with one to two plus diffuse lamellar keratitis of the superior temporal cornea of the right eye one day following lasik treatment. The topical steroid was changed and the patient will follow up in a week. Additional intervention has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received; the symptoms have resolved and the patient is no longer needing follow up care.